Manufacturer narrative:
The local area field representative was contacted for additional information. The device was reprogrammed to doo. It was noted the lead does need replacement however the patient has elected to not schedule a procedure at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise on the rv channel. The noise was oversensed and resulted in a pause in pacing for approximately four seconds. It was reported the patient is pacer dependent. Lead diagnostics were stable and within range. Noise was able to be recreated in clinic. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Event description:
Additional information was received indicating the patient underwent a lead revision procedure. The other manufacturer's lead was surgically abandoned. This device remains in service. No adverse patient effects were reported.